Event description:
I have had extra heavy cycles, pre essure they were light to medium. I have a constant pinch/stabbing feeling in my pelvis mostly on the left but also on the right. Swelling a lot, joint pain, discharge, headaches. (B)(4).